Event description:
Clinic notes dated (B)(6) 2015 note that the scar in the neck remains despite several surgeries. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient¿s scarring was due to keloids. The physician stated that some patient¿s anatomy react to incisions in this way and treated the patient with a steroid injection due to cosmetic concerns.